Event description:
It was reported that needle was missing with a bd pen ndl 32g 4mm pro. The following information was provided by the initial reporter: no pen end needle.

Manufacturer narrative:
H.6 investigation: one open 32g x 4 mm pen needle sample and one photo were returned from lot. No. 8282614, cat. No. 320566. Visual examination was carried out on the returned photo and sample and a broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle was missing with a bd pen ndl 32g 4mm pro. The following information was provided by the initial reporter: no pen end needle.